Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was later exchanged in a secondary procedure. The clinical reason for explant was unexpected fragments post-surgery. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. No information was provided for the reported ¿fragments¿. Is it unknown of this was internal fragments or external fragments. Information was provided that the company (2.25cyl), 19.5 diopter was replaced with a company (1.50cyl), 20.0 diopter lens. The exchange for a different toricity and diopter may indicate the replacement was a better fit for the patient¿s visual needs. The manufacturer internal reference number is: (B)(4).